Manufacturer narrative:
The incident was recorded in the company's corrective action database for trending purposes. Any new information received of this event will be inputted into a follow-up report to the FDA if necessary.

Event description:
This is a follow-up report to remove health effect impact code 4612 which was erroneously put in initial report. There are no other changes. Directly after the procedure on the patient, the or team noticed upon removal of the needle that the anode was significantly shorter that the cathode. The part of the needle still attached to the lead had a blunt end. The or staff used a magnet and tried to see if they could feel it in the patient, but they did not locate the broken part of the needle. The patient showed up for a follow up and had pain in the ankle where the needle had been inserted. After an xray, the needle was removed under local anesthesia. The needle itself was discarded by the hospital and could not be evaluated or the exact lot number confirmed by the manufacturer; however, the clinic was able provide photos of the partial needle retrieved from the patient.

Manufacturer narrative:
The incident was recorded in the company's corrective action database for trending purposes. Any new information received of this event will be inputted into a follow-up report to the FDA if necessary.

Event description:
Directly after the procedure on the patient, the or team noticed upon removal of the needle that the anode was significantly shorter that the cathode. The part of the needle still attached to the lead had a blunt end. The or staff used a magnet and tried to see if they could feel it in the patient, but they did not locate the broken part of the needle. The patient showed up for a follow up and had pain in the ankle where the needle had been inserted. After an xray, the needle was removed under local anesthesia. The needle itself was discarded by the hospital and could not be evaluated or the exact lot number confirmed by the manufacturer; however, the clinic was able provide photos of the partial needle retrieved from the patient.